Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that pt said they were having issues with their stimulation turning off by itself. Pt said they had not noticed this happening at a specific battery level or in a specific position (pt said they had adaptive stimulation). Pt said they hadn't seen someone in awhile for adjustments. Pt said they were having pain in their lower right hand side of their back and wanted to meet with a rep for possible reprogramming.